Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose value.